Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported balloon rupture. A review of the complaint handling database found no similar incidents from this lot. Further assessment per site operating procedures was performed and a potential product deficiency was identified. Av determined that there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified proximal left anterior descending artery. There was no evidence of existing thrombus prior to deployment of the stent. The lesion was prepared with a 2.5 x 15 mm balloon catheter at 14 atmospheres for 45 seconds. During deployment of the 3.0 x 18 mm xience alpine stent the balloon ruptured at approximately 2-3 atmospheres releasing the stent in the lesion. Attempts were made to recross the stent to capture it with a balloon catheter to fully deploy the stent; however, these attempts failed. An acute occlusion/thrombosis was observed ostially. An attempt was made to restore coronary flow by crushing the stent to the wall of the vessel and placement of another stent. The patient experienced pulmonary edema ending with mechanical ventilation, and placement of an intraaortic balloon. The patient expired after being transferred to the coronary unit due to severe respiratory insufficiency. No additional information was provided.